Manufacturer narrative:
MFR received date: 20nov2019. The support service performed evaluation and confirmed the reported problem. During the evaluation, flow sensor was also found defective. The support service replaced the touchscreen to resolved the reported issue. Flow sensor assembly was also replaced. Performed and passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported a faulty touchscreen. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.